Event description:
It was reported by the account that during a lar, a curved intraluminal stapler misfired resulting in a frank dehiscence of the anastomosis and requiring hand sewn anastomosis. Pt was readmitted in 2003 with return to surgery 5 days later for anastomotic leak and colostomy procedure, possible permanent colostomy. One device returning.